Manufacturer narrative:
One used burr was returned for evaluation. Visual inspection identified significant axial fractures through the adapter body, to the outer sheath. A contact point on a section of the sheath at the end of the tube coupled with corresponding debridement of the inner tube opposite the contact point was observed. All indications point to excessive lateral load during device rotation. The device was inspected dimensionally and found to meet design requirements. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation a root cause could not be determined. The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During a shoulder arthroscopy procedure, it was reported that the blade was shedding metal pieces. The joint was flushed to remove the particulate. There were no reported injuries, delays or complications.